Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. Also, the device was beeping. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, this device remains in service. No adverse patient effects were reported.